Event description:
Report of epidural catheter breakage rec'd. A pt had an epidural catheter inserted for analgesia for labor. Insertion and medication admin proceded without difficulty. An hr after the baby delivered, the anesthesiologist attempted to remove the catheter. It would not move and, with pulling by the anesthesiologist, broke, leaving 10cm of catheter outside of the skin. The anesthesiologist took a knife and widened the insertion site and possibly cut the catheter. He was then unable to locate the end of the catheter. A computerized tomography scan and radiograph were performed with no visualization of the catheter. The anesthesiologist believed that 10cm of catheter was left in the pt. The pt is asymptomatic. A 45-60 min exploratory procedure of the epidural insertion site to explore for the catheter was performed, but it was not located.